Event description:
It was reported that "during impaction, the second tamp on the inserter, a piece of the peek cage broke off from the rest of the implant rendering it useless."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.